Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that caller stated that the controller is frozen/locked up and it wont do anything. Caller stated as a result they couldn't get the stimulation turned on and the nerves in their face swelled up and they ended up in the ER for 2 days. Caller elaborated on their symptoms stating that their face turned bright red was burning "on fire" and they were in tears and stated that the stimulator was supposed to help with this pain. Patient services (ps) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller stated that the controller does not respond when they try to unlock by pressing the padlock. Caller confirmed they are not pressing too hard. Ps asked caller to press power button and the caller confirmed seeing: stim on, stim off, lock controller. Caller again could not get the touch screen to respond. Ps consulted with repair who recommended replacement of the controller stating the touch screen could be faulty. The issue was not resolved. An email was sent to the repair department to replace the controller. Ps redirected to hcp to discuss symptoms.